Manufacturer narrative:
A ge oec service representative investigated the issue and found the aspect box had been powered off. Customer informed that aspect box should be left on, to be powered on and off with the system to avoid future issues. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy, system had no image on the left (live) monitor.